Event description:
International customer reported that the absorbable device extruded six weeks following an unspecified surgical procedure. The extruding suture was removed. Additional info was requested but no further info was provided.

Manufacturer narrative:
The actual device associated with this even tis not known. International affiliate reports the following possible products. Lot: ab8ehmm0, mfg: 02/01/2008, exp: 06/30/2013. Lot: ba8jrhm0, mfg: 02/01/2009, exp: 06/30/2014. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.